Event description:
Unsolicited communication from home healthcare nurse reported that current pump is alarming down despite all the trouble shooting. Serial number: (B)(6). Pump maintenance due date: 04/2025. No interruption to therapy, missed dose(s) or adverse event(s) reported due to product issue. Troubling shooting was completed. Pump is available for return. No additional information available. Indication: chronic inflammatory demyelinating polyneuritis. Reported to (B)(6) by: health professional.